Event description:
This is report 3 of 3 involved in this peritonitis event. It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapies were ongoing. The patient experienced a fever and cloudy effluent. The cause of the peritonitis was unknown. The patient began treatment with vancomycin (IV, dose and frequency not reported) and an additional unspecified antibiotic for the peritonitis. On a later date, the patient recovered from the peritonitis and was discharged from the hospital.

Manufacturer narrative:
(B)(4). Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4): a batch review was conducted for potentially associated lot numbers h12h31095 and no exceptions were observed that were related to the reported condition. Should relevant additional information become available, a follow-up report will be submitted.